Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the blood transfusion (packed red blood cell 300ml, rate started at 125ml/hr then increased to 150ml/hr after 2 hours) took over five hours to complete, started at 0949 and stopped at 1400. The transfusion was expected be completed in three and a half hours. There was patient involvement but no harm. The blood transfusion was stooped and the remaining blood product was wasted (approximately 75ml). No further transfusion needed.

Event description:
It was reported that the blood transfusion (packed red blood cell 300ml, rate started at 125ml/hr then increased to 150ml/hr after 2 hours) took over five hours to complete, started at 0949 and stopped at 1400. The transfusion was expected be completed in three and a half hours. There was patient involvement but no harm. The blood transfusion was stooped and the remaining blood product was wasted (approximately 75ml). No further transfusion needed.

Manufacturer narrative:
Additional information: imdrf annex g codeomit : g04037 - cover, g04088 - membrane.

Manufacturer narrative:
Omit : concomitant med prod data (1), a1407 - insufficient flow or under infusion (2182), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g0204002 - keyboard/keypad. Additional information : imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the blood transfusion (packed red blood cell 300ml, rate started at 125ml/hr then increased to 150ml/hr after 2 hours) took over five hours to complete, started at 0949 and stopped at 1400. The transfusion was expected be completed in three and a half hours. There was patient involvement but no harm. The blood transfusion was stooped and the remaining blood product was wasted (approximately 75ml). No further transfusion needed.